Event description:
Customer reported the he accidently jumped in the pool and the buttons on the pump are not working. Customer's blood glucose was 190 mg/dl. The act button on the insulin pump is not responding. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
The insulin pump received with intermittent button response due to moisture damage on keypad traces. No moisture damage found on electronic assembly, lcd board or motor. The insulin pump had a cracked display window corner, cracked battery tube threads, cracked belt clip slot and cracked reservoir tube lip.